Manufacturer narrative:
Imaging was performed to confirm no component migration had taken place. Reprogramming was performed several times, confirming patient is feeling stimulation from the nalu system. It is suspected that the lack of effectiveness is directly related to the implanting technique, which possibly lead to sub-optimal placement of the implanted leads.

Event description:
Patient was implanted with a nalu peripheral nerve stimulator on (B)(6) 2023 to treat lower back pain. After activating the system, the patient reported being unable to attain the level of pain relief expected despite multiple reprogramming and troubleshooting attempts. On 09/24/2024 a full system explant was performed per the patient request.